Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a distributor discovered five vital mis final drivers with deformed tips after they were returned from the field. There was no patient impact. This is report one of five for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed both drivers have deformation damage to the tips, one of them being twisted. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2025-00259 through 3012447612-2025-00263.

Event description:
It was reported that a distributor discovered five vital mis final drivers with deformed tips after they were returned from the field. There was no patient impact. This is report one of five for this event.